Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump's history showed quick voltage drops and battery alarms. During investigation, the pump powered on properly and a replace battery alarm occurred when the verify screen came up. The battery compartment was inspected and evidence of moisture was observed. A leak test was performed and a battery compartment leak was found. During evaluation, the pump was opened and no evidence of moisture was found on the circuit board and no intermittent connections were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump would not power on after multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.